Event description:
When this catheter was inserted, the stylet was broken and could not be pulled out for proper placement of drain. The whole unit was removed and original catheter was replaced without injury to patient. Plastic sheath around stylet broke.